Event description:
It was reported that the user was unable to attach the insulin connector to the ilet during a supply change, related to the connector/coupler component, and after guidance on proper steps and trying a different connector, the user successfully attached it and resumed insulin delivery. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a fitting problem and a mechanical problem associated with the connector/coupler. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.